Manufacturer narrative:
Literature title : femoral artery calcification as a determinant of success for percutaneous access for endovascular abdominal aortic aneurysm repair. The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. In the absence of device returned for analysis a conclusive cause for the reported failure to achieve hemostasis, and device entrapment, suture malposition, and failure to deploy the needles could not be determined. A conclusive cause for the reported patient effects of hemorrhage, tissue damage, thrombosis, and the relationship to the product, if any, cannot be determined. The subsequent treatment of additional therapy and surgical procedure appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported through a research article identifying proglide and prostar xl devices that may be related to failure to achieve hemostasis, suture entanglement, suture malposition and unspecified deployment issues. These malfunctions may result in tissue damage, balloon placement, surgical suturing, surgical patch angioplasty, thrombosis, artery repair, blood transfusion and an extended hospital stay. Specific patient information is documented as unknown. Details are listed in the attached article, titled "femoral artery calcification as a determinant of success for percutaneous access in endovascular abdominal aortic aneurysm repair".

Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA. Literature title : femoral artery calcification as a determinant of success for percutaneous access for endovascular abdominal aortic aneurysm repair.